Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during implant of the active fixation lead, secure placement within the atrium could not be obtained. The lead was removed from the pocket and a passive variation was successfully implanted.